Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The first photo shows the view of a titanium port inside a cover. The second photo shows the back view of a titanium port inside a cover. The third photo shows the view of a catheter completely broken from the port. The investigation is confirmed for the reported catheter fracture, material separation and difficult to flush issues. The investigation is inconclusive for migration as the provided evidence is not sufficient to confirm the event. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the titanium port. On (B)(6) 2026, post procedure, it was noted that the tube had detached from the port and migrated into the right ventricle. It was additionally reported that a piece was left in the port. The tube was snared from the right ventricle vena cava through a sheath on the leg. The rest of the port was removed on (B)(6) 2026.it was also reported that flushing caused pressure pain and could not be performed. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the titanium port. 8 months and 15 days post procedure, it was noted that the tube had detached from the port and migrated into the right ventricle. It was additionally reported that a piece was left in the port. The tube was snared from the right ventricle vena cava through a sheath on the leg. The rest of the port was removed on (B)(6) 2026. It was also reported that flushing caused pressure pain and could not be performed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.